Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error alarm. The customer's blood glucose value was unknown. The customer reported multiple pump errors in the alarm history. The product was returned for analysis.